Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient has had the pump since (B)(6) 2024 and starting the week of 10-jun-2024, that patient had a remaining volume of ~200ml left in the tpn bag after the infusion has completed. The pump was first reported under infusing on 14-jun-2024. When the patient infuses the tpn, the bag and the pump are on the floor by the patient's bed. Patient has a hickman sl. There was patient involvement and no patient harm/adverse event reported.